Manufacturer narrative:
An image was provided for review and confirms a tear at the distal end of the tip cover. The tear extends through the clear portion and into the gray portion. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the surgical table setup by the scrub nurse, the monopolar curved scissors (mcs) tip cover accessory was seen to have a cut at the tip upon opening the package even before attaching to the mcs. A fitting attempt was made, but the item proved to be non-functional due to the damage. The damaged material was set aside and preserved for further inspection, and a new tip cover was used, allowing the procedure to proceed as planned. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: both the clear and gray silicone areas of the tip cover were damaged. There was no injury to the patient. The tip cover is available for return to isi for evaluation.